Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent antenna icon. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.